Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient's qualifying condition was silent ischemia. The patient had abnormal fractional flow reserve (ffr) indicating ischemia prior to procedure and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in the mid left anterior descending (lad) artery with 60% stenosis, a length of 22mm, and reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00x28mm study stent was advanced to treat the lesion. Following post dilatation, residual stenosis was 0%. Post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented due to significant chest pain in left hand side and middle of the chest. Patient's electrocardiogram (ECG) at rest was normal. On treadmill the patient developed 2.5 to 3 mm of st segment depression in both inferior and anterolateral leads at peak exercise. Stress echo report showed hypertrophy of ventricle with normal systolic function at rest. His treadmill test changed from slightly positive to markedly positive and the patient was referred to cardiac catheterization if necessary. Five days after, the patient was hospitalized for planned cardiac catheterization. Subsequently, coronary angiography was performed and revealed a 65% stenosis in the lad and was treated with direct stent placement using a 3mmx12 mm promus premier stent. Following post dilatation the residual stenosis was 0% (timi flow 3). Follow-up core-lab angiography findings of mid lad, noted absence of thrombus as well as aneurysm. A 3.5x28mm non-bsc stent was implanted in the mid rca during the same procedure. Post procedure, the patient was discharged on dual antiplatelet therapy. There were no further patient complications reported.